Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made and no further oversensing was observed. The device remains implanted. The patient was doing well.